Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed. During the watchman flx laa closure implant procedure, a cardiac perforation occurred. The patient required open heart surgery to repair the perforation and was hospitalized for four (4) days in the intensive care unit.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2023 used as event date is unknown.